Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that upon interrogation of the device in the clinic, the atrial lead exhibited noise. The atrial lead will be monitored. No intervention or procedure was performed.

Event description:
It was reported that upon interrogation of the device in the clinic, the atrial lead exhibited noise. The atrial lead will be monitored. No intervention or procedure was performed. The patient was stable throughout.

Manufacturer narrative:
The b5 was updated to include the patient condition along with the investigation conclusion.